Event description:
It was reported that when the clinician attempted to program device using interoperability, they received a mismatch error in epic and when tried to manually program it, they got a user programming error that have impacted the patient resulting in the need for additional fluids. There was a patient involvement and patient harm.

Manufacturer narrative:
(B)(4). A review of the device history record showed the device had a manufacture date of 14jan2021. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospitals & clinics. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14jan2021. The review was performed from the date of manufacture to the present date 09jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that when the clinician attempted to program device using interoperability, they received a mismatch error in epic and when tried to manually program it, they got a user programming error that have impacted the patient resulting in the need for additional fluids. There was a patient involvement and patient harm.